Event description:
It was reported that the patient presented for a follow up. The atrial lead exhibited intermittent sensing. The patient was in good condition and would continue to be monitored.

Manufacturer narrative:
(B)(4).